Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-23. H6: investigation summary: bd received 18 samples and 1 photograph for the investigation. The photograph was reviewed showing a drawn tube where the separator had not moved post centrifugation, in support of this complaint. In addition, 10 returned samples were taken, drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 3450rpm for 10 minutes. All samples separated as expected with complete impervious barriers. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has confirmed this complaint based on the photo provided. Bd was unable to duplicate the indicated failure mode when testing the returned samples provided. Based on the investigation performed, a root cause could not be determined. A complaint history was performed, and this complaint was the 3rd complaint received for this material number and lot number and reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that 10 bd tubes pms plh 13x75 3.0 plbl lim ce had poor separation movement. The following information was provided by the initial reporter: "call between applications specialists + product mgr on the impact of the non migration of the barricor separator on roche automata (sampling system broken following the non migration of the separator) ; issue that may be related to either non-dcentrifugation of the tube or partial migration of the separator (endogenous or exogenous cause to patient: high proteinemia / use of contrast agent or citra lock¿ in dialysis patient) ; partial migration phenomena were also reported by 2 biogroup labs (saint denis and biomer). New information received and added on the 14th of october by aurélie sellier would it be possible to communicate the batch number of the incriminated device? A priori batch 0157886. Photographs representing the reported defect ? One photo in pj. Could you provide more information on the incident encountered? Sometimes the "ring" does not fully descend during centrifugation and gets stuck, which blocks our automatons. Does the problem reported concern the same batch? I'm not sure, this is the only image and the only file that I could trace. I mandate the teams to keep the elements for the next cases. Is this your first complaint about these tubes and with this problem? To my knowledge yes."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that 10 bd tubes pms plh 13x75 3.0 plbl lim ce had poor separation movement. The following information was provided by the initial reporter: "call between applications specialists + product mgr on the impact of the non migration of the barricor separator on roche automata (sampling system broken following the non migration of the separator) ; issue that may be related to either non-dcentrifugation of the tube or partial migration of the separator (endogenous or exogenous cause to patient: high proteinemia / use of contrast agent or citra lock¿ in dialysis patient) ; partial migration phenomena were also reported by 2 biogroup labs ((B)(6)). New information received and added on the 14th of october by (B)(6). Would it be possible to communicate the batch number of the incriminated device? A priori batch 0157886 photographs representing the reported defect? One photo in pj. Could you provide more information on the incident encountered? Sometimes the "ring" does not fully descend during centrifugation and gets stuck, which blocks our automatons. Does the problem reported concern the same batch? I'm not sure, this is the only image and the only file that I could trace. I mandate the teams to keep the elements for the next cases. Is this your first complaint about these tubes and with this problem? To my knowledge yes".